Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that within 3 days a patient had 3 balloon failures, 2 14fr and 3rd is 16fr. Confirmed the balloons were filled with 10ml sterile water but burst in the bladder. All parts of the balloons were retrieved.

Event description:
It was reported that within 3 days a patient had 3 balloon failures, 2 14fr and 3rd is 16fr. Confirmed the balloons were filled with 10ml sterile water but burst in the bladder. All parts of the balloons were retrieved.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample and a representative sample were returned for investigation. Visual examination was conducted on the returned sample and observed that the balloon had burst. However, there was no other abnormalities or design irregularities observed on the returned sample. Based on the complaint description, the balloon had burst inside the bladder. There was also one representative sample returned for investigation. Based on visual inspection, there was no abnormality observed on the sample. Investigation was conducted on the returned sample by inflating and deflating the balloon catheter using plain water and observed that the balloon can be inflated and deflated without any issue. There was no abnormalities or design irregularities observed on the returned sample as per stated by complainants. The representative sample was then subjected to 14 days soak test to observe any burst balloon. Based on current production samples soak test result, there was no balloon burst found along the soaked period. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the split area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated.